Manufacturer narrative:
This report has been identified asb. Braun medical internal report number (B)(4). While it has been confirmed that no sample is available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the primary rn was hanging a chemotherapy drug on a patient, and as soon as the equashield luer locked, the chemotherapy drug was stopped immediately (leaked). There was an equashield on the tubing prior, but the rn replaced with a new one before hanging the chemotherapy drug. Therefore, the leak came after the new equashield was replaced. It was not considered a chemotherapy drug spill because it was less than 5ml. The tubing was changed and the equashield was replaced before therapy started without further incident. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for further evaluation. House retain samples were tested per specifications and no defects were detected. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.